Event description:
Treatment of an ophthalmic aneurysm. It was reported that the patient's aneurysm ruptured post embolization treatment procedure with pipeline and axium coils. The patient was placed on a ventricular drainage and the condition is stable.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model# and lot# of the involved axium coils were unknown. (B)(4).